Manufacturer narrative:
Initial.

Event description:
It was reported that during a physical altercation the patient¿s brother kicked the patient and tore the ilet from the patient, resulting in a fractured and unusable touchscreen; the patient transitioned to backup therapy and reported that blood glucose was not affected while using a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions related to the device damage. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen consistent with external mechanical force. It was concluded, based on previously established findings for similar reports, that the cause was traced to user circumstances.